Event description:
During surgery, the threads of the end cap wouldn't engage with the nail. Surgery was delayed approx. 25-30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.